Manufacturer narrative:
Insulin pump received with protruded and loose drive support disk, minor scratches on display window and cracked reservoir tube lip. Insulin pump alarmed prime during the basic occlusion test due to protruded and loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Insulin pump will need to be returned and replaced. No additional information provided.